Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/24/2024, it was reported by a sales representative via email that an ar-9107-02-15r univers vaultlock augmented glenoid would not be inserted even after confirmation via proper glenoid prep and trailing. The case was completed using a new univers vaultlock augmented glenoid. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling and/or excessive forces being applied during insertion.